Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a steady increase in shock impedance measurement to 164 ohms. No testing was performed. The physician was to continue to monitor the patient for potential lead revision in the future. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that patient underwent a revision procedure. The lead was capped and the device was explanted. There were no adverse patient effects reported. The product is not expected to be returned.